Manufacturer narrative:
The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navigate button was off on the electromagnetic localization system box. When turning on the system, it sometimes happens that the navigate button does not light up in green, so the site cannot navigate. This happened several times. The next step was for the site to shut down the system and restart it. The reported issue is pending if it occurred during a procedure or not. Additional information indicated the issue occurred prior to a functional endoscopic sinus surgery (fess) procedure. There was no patient involvement. The reported issue happened several times. Sometimes system restarted resolved the issue. Additional information was received stating that restarting the system resolved the issue. The manufacturer representative changed the usb port linked to the electromagnetic localization system and the system seems to be working now.

Manufacturer narrative:
H2) additional information: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue had not recurred since usb port replacement.